Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects come out of distal end. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope had a previously used stent in the biopsy channel. The issue was found during a therapeutic endoscopic retrograde cholangiopancreatography procedure. There were no reports of patient harm.